Event description:
It was reported that the device would not power on. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control recommended the customer replacing the device's power module. The hosp biomedical engineering staff performed the repair. Device not returned- no evaluation will be performed by physio-control.